Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 210 units and remained static. Reportedly, the cartridge was filled with approximately 480 units of insulin. Then, when attempting to load new cartridges, multiple minimum fill notifications occurred. The customer's blood glucose level was 194 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.